Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the nurse that the channel a shut off when unloading primary tubing from channel b. The clinical education consultant had rn check to make sure pump module was attached. When the rn restored fluids and started to work with channel b, pump module a shut off again. There was patient involvement but unknown outcome.